Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. Patient reports chronic diarrhea since (B)(6) 2015. The patient does not feel stimulation and the therapy was on. Patient increased stimulation to 2.6 and was feeling stimulation now. There were no trauma/falls reported that could be related to this issue. The patient consider this a sudden change in therapy/symptoms. Event date was in (B)(6) 2015. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.